Event description:
Caller reported alarm 01, which led to high blood glucose levels. The customer managed the issue by administering a correction injection via multiple daily injections, with no third-party assistance needed. Cartridge alarms were occurring every other day, and even after attempting to load a new cartridge, the alarm persisted. As a resolution, tandem technical support verified the issue and confirmed that a replacement pump would be sent to the customer with updated software. Caller received instructions on how to put the pump into storage mode and return it via ups. Training for using the new pump will be available in the customer's tandem source account, and the caller acknowledged and understood the process.